Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information reported that patient had an infection. The patient contacted their doctor who prescribed cipro. It was noted that the infection was resolved within 2 days. However, patient did get another bladder infection and went back on cipro.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient is currently in the hospital for urinary incontinence as well as continued and major urinary tract infections (uti). The patient also said their device never actually worked and they told their manufacture representative (rep) about it; further communication with reps in the area indicated that they were not informed of that information. The continued and major utis began prior to implant, but got worse after implant. They mentioned they tried twice to get it to work saying they put two devices in, but the patient later said they actually think they were implanted once, but the rep had the patient try two patient programmers (pp). The patient also mentioned they think "they pulled the probes out and left the device in." They later stated the patient had so many surgeries they "can't keep them straight." They also mentioned they needed an artificial sphincter implanted, and had sphincter "as well as the devices with it" removed in (B)(6) 2017. The patient mentioned being hospitalized for utis: once in (B)(6) for 4 days and another in (B)(6) for 10 days. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Additional review determined (B)(4) no longer applies to this event. Review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury. If information is provided in the future, a supplemental report will be issued.